Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 8.6 mmol/l and the sensor glucose was 10.6 mmol/l. The customer¿s blood glucose was 6 mmol/l and the sensor glucose was 2.7 mmol/l. The customer reported that the sensor glucose value that triggered the suspend event was 2.7 mmol/l and threshold/low suspend limit in sensor settings 3.9 mmol/l. The customer was advised to monitor and change sensor if issue persists. The sensor will not be returned for analysis.